Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue from the downloaded electronic patient records. It was concluded that the reported issue is likely related to an investigation where the device has the potential to lock up for approximately 20 seconds if a code-summary¿ report is printed while charging the defibrillator and the device is powered with lithium-ion batteries. The code-summary report feature is intended for post event data review; however, this customer has indicated that it has been their practice to print code-summary reports periodically during patient events. Physio will provide feedback to the customer regarding this particular protocol and advise them not to print code-summary reports while charging the defibrillator. In addition to that, it was observed that the printer role was sticky which could increase the potential of the device to lock up when printing while charging the defibrillator. Physio therefore replaced the device's printer. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that the display on their device froze twice during resuscitation of a patient. The display froze when the crew charged defibrillation energy and printed the code-summary report. After turning the device off and back on, a shock of 200 joules was administered to the patient. A back-up device was subsequently used to continue treatment. Patient details and the patient outcome were not reported.